Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during preparation for a therapeutic procedure, the subject device presented with error message e222 and at times a flicker occurs. When the cable is moved, the image will flicker, each time in the same place (about one meter from the end) on the cable. Twice, there was a cut-out with e222. This occurred during a therapeutic laparoscopy. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation for a therapeutic procedure, the subject device presented with error message e222 and at times a flicker occurs. When the cable is moved, the image will flicker, each time in the same place (about one meter from the end) on the cable. Twice, there was a cut-out with e222. This occurred during a therapeutic laparoscopy. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. It was determined that the device met performance specifications. A probable a review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause for the reported event was unable to be determined. Olympus will continue to monitor field performance for this device.